Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material break appears to be related to operational context. In this case, it is likely that there was excess angulation applied to the strain relief of the catheter, which caused the reported break; however, without the device returned this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the dragonfly opstar¿ imaging catheter probe broke during the procedure. Therefore, the imaging catheter was removed from the patient, and the procedure was completed with another dragonfly. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.